Event description:
It was reported to the aci clinical specialist (cs) that a patient underwent a lower extremity run-off intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. A pre-procedural femoral angiogram showed that the stick location was good. Post procedure, the physician who just completed his mynx training, used the device to close the access site. There were no complications reported during the procedure or closure. It was reported that the patient presented back to the physician's office 2 to 3 weeks later with groin pain and a "golf-ball" sized knot. The physician took the patient back to the specials lab to perform an angiography. The angiography revealed what appeared to be polyethylene glycol (peg) in the vessel and the patient was sent to surgery. It was reported that the vascular surgeon performed a cut down to remove the material and some of the artery. The patient was given an unknown brand of medication at some point during the procedure. It was also reported that there was inflammation present in and on the vessel. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.